Event description:
It was reported by the pt's legal counsel that the pt received a tm patella implant on (B)(6) 2009 and experienced pain and swelling. Pt's counsel further alleges that on (B)(6) 2011, pt had surgery to determine the cause of his pain and swelling. During the surgery it was discovered that the patellar button had loosened and "removed from the joint." It is unclear if the patellar button was removed during this surgery but pt's counsel stated "avascular necrosis of the patella fragments most of which were debrided." Pt's counsel alleges that pt continues to have pain and has been advised that future surgery may be necessary.

Manufacturer narrative:
A review of the implant's mfg record indicates that it was mfg to specification. Based on the info available, the root cause of the event cannot be determined. Should additional info be obtained to further this investigation, this report shall be updated.